Event description:
It was reported that during device changeout for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.5-18.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 13.8-14.1cm from the distal tip. The etfe coating was intact at this location.